Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that the pt was re-admitted for major lower gastrointestinal bleeding. The pt underwent a blood transfusion and was given two units of packed red blood cells (prbc). On (B)(6) 2014, the pt was discharged home.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.